Event description:
During case, scrub tech loaded robotic clip applier with clip, robotic clip applier inserted into trochar for use. When surgeon was about to use clip applier, clip applier wouldn't close when trying to clip artery. Clip removed from field, new pack of clips opened. Scrub tech loaded new clip, robotic arm was inserted into field, it was then noted that part of the clip was missing. Upon looking at the screen, missing piece of clip noted to have fallen into cavity. Broken piece removed from body, broken clip on clip applier removed from cavity. All parts retrieved. No harm to patient. Wrappers from both clip packaging found, noted to be same lot numbers. Pt code: 4582. Device codes: 2921, 1069. Ref report: mw5185444.